Event description:
The customer reported to olympus, the image of the hd camera head rotated to the side during use. No error messages were displayed. The issue was found during an unspecified diagnostic procedure. Although the procedure was completed using the same device, the customer reported an extension of procedure length by a few minutes. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found that the cable was incorrectly reprocessed, image noise due to a faulty charged coupled device, a damaged coupler, and a unique device identifier that wasn't able to be scanned. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The device malfunction occurred during the entire procedure. The patient was not impacted by the failure. The surgeon refused to use the device again on another patient. The reported problem did not affect the diagnostic outcome of the procedure. No medical intervention (i.e., treatment outside the scope of the procedure) required as a result of the reported problem.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon "imaging noises" occurred due to due to a charge-coupled device failure. The reason for charge-coupled device failure was that the cable was flat, and it was proven that high heat was generated by the incorrect reprocessing and the cable was flat. It is presumed that charge-coupled device failed due to the high heat. However, the root cause of the phenomenon could not be determined. Additionally, it is likely the phenomenon "cable was not correctly reprocessed" occurred due to the cable was flattened. However, the root cause of the phenomenon could not be specified. Furthermore, it is likely the phenomenon " the images are rotated laterally during use" occurred due to incorrect reprocessing and the coupler was damaged. However, the root cause of the phenomenon could not be identified. The event can be prevented by following the instructions for use which state: "this instrument was not reprocessed before shipment. Before using this instrument for the first time, reprocess it according to the instructions given in the camera head¿s companion ¿reprocessing manual¿ with your camera head model listed on the cover." "After using this instrument, reprocess and store it according to the instructions given in the camera head¿s companion reprocessing manual. Improper and/or incomplete reprocessing or storage can pose an infection control risk, cause equipment damage, or reduce performance" olympus will continue to monitor field performance for this device.